Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05930. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation on (B)(6) 2008.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent an anterior repair. It was reported that the patient underwent an excision of anterior transvaginal mesh on (B)(6) 2011, due to erosion, vaginal rectal pain, transvaginal mesh constriction,